Event description:
Scrub tech noticed the stapler device to be defective upon loading. The device was opened and given to the scrub tech. Upon initial inspection the scrub noticed that the jaws of the stapler didn't look correct and it would not accept a staple load. The device was handed off to the circulator unused and another was retrieved to finish the procedure.